Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cutting portion of the bending/cutting pliers from modified mini fragment set was broken. Surgical procedure is unknown. It was reported that there is a piece missing from the cutter. It is unknown if there was patient involvement. This report is for one (1) bending/cutting pliers. This is report 1 of 1 for (B)(4).